Manufacturer narrative:
A visual inspection was performed as part of the material analysis. The mar concluded: the neck to stem trunnion of the modular neck exhibited indications of micro-motion and corrosion indicating a mechanically assisted corrosion process taking place. The side most affected was the medial side of the neck to stem trunnion. The base alloy was found to be a cr-co-mo alloy consistent with an (B)(4) alloy 1 material. No material or manufacturing defects were observed on the surfaces examined. A review of the patients medical history, including any images from any of the imaging modalities, may be helpful and should be performed to correlate the material findings to the clinical picture. A review of the DHR indicates that the reported devices were manufactured and accepted into final stock met specifications. The chr indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that, the patient complained of pain so the surgeon revised. Update: it was reported through the attorney for the patient, as a result of a legal claim that, plaintiff alleges failure of the rejuvenate hip that was implanted. Allegedly after symptoms worsened, plaintiff underwent a revision surgery on (B)(6) 2012. During that surgery, it was discovered that, in fact, there was significant evidence of heavy metal toxicity including a large pseudotumor formation and soft tissue necrosis at the proximal femur.